Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery for the past three days. Blood glucose value was 240 mg/dl. Customer stated he went to see a diabetes educator and was advised that he is inserting the infusion set correctly. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. Customer was instructed to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and perform manual prime; insulin did come out the tubing. Customer was advised the alarm was caused by a set/reservoir occlusion.